Event description:
The husband of a female pt contacted lifecor customer support to report that after changing the pt's battery pack he placed the old pack in the charger but none of the lights illuminated. He stated he removed the battery pack from the charger and reinserted it with the same results. A replacement battery pack was provided.

Manufacturer narrative:
Evaluation: device evaluation of battery pack has been completed. The reported problem was confirmed. A single contact (j5-3 temp) in the battery pack connector was flattened, which prevented contact with the mating connector when the pack was plugged into the charger. The root cause of the flattened contact cannot be positively identified. The damaged connector will be replaced. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.